Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The stapler was being used for the second firing across the stomach while forming the gastric pouch. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was poor staple formation. The staple load would not complete the firing, resulting in unformed staples at the end of the staple line. The distal end of the staple line was incomplete. There was unanticipated tissue loss as a result of the problem. In order to resolve the issue and complete the case, a new reload was used and the pouch was done again. The staple line that was not formed correctly was trimmed off with another staple firing. The patient status is alive, no injury.